Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, on the third firing of the stapler, with a gold reload, seam guard buttressing material, the scrub nurse noticed a 'hanging chad', a piece of the reload that was shaved off of the slot of the reload. The shaving or sliver was still attached to the reload. It was not reported how the procedure was completed. There were no patient consequences reported. One reload will be returned by the sales rep. This is all the information known/available regarding this event.